Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 45-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: mixed hyperlipidemia. Concomitant products included: atorvastatin since (B)(6) 2019, for mixed hyperlipidemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal distension ("bloated"), migraine ("migraine"), premature menopause ("early menopause") and hyperthyroidism ("hyperthyroidism"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain, nausea, abdominal distension, migraine, premature menopause and hyperthyroidism was resolving. The reporter considered abdominal distension, hyperthyroidism, migraine, nausea, pelvic pain and premature menopause to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jun-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperlipidemia. Concomitant products included atorvastatin since 1-jun-2019 for hyperlipidemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal distension ("bloate"), migraine ("migraine"), premature menopause ("early menopause") and hyperthyroidism ("hyperthyroidism"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain, nausea, abdominal distension, migraine, premature menopause and hyperthyroidism was resolving. The reporter considered abdominal distension, hyperthyroidism, migraine, nausea, pelvic pain and premature menopause to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.